Event description:
It was reported that pump displayed malfunction alarm identified as malf 9 with fault ID 9-0x20f1, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was provided pump reset instructions, successfully reset pump without recurrence of malfunction code, and was advised to continue using pump and call back if issue happened again, which customer acknowledged and understood.